Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the electrode belt ECG "a" and "b" cable was severed. In addition, the cable connecting the distribution node and rear therapy electrodes, as well as the ECG "c" and "d" cable, were punctured. The root cause for the severed and punctured cables was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.